Event description:
Femoral adaptor shaft was damaged by the hudson adapter, resulting in a 30-minute surgical delay.

Manufacturer narrative:
Visual examination confirmed the reported instrument damage. The root cause is being attributed to wear out/heavy usage. The instrument exhibits damage consistent with wear during normal usage. No corrective action was identified. Previous reports of this failure resulted in a design review by the depuy product development engineering in the 1st quarter of 2008. The design review did not identify a design change that would eliminate the spinning of the femoral removeable shafts once they have been subjected to heavy usage and begin to wear. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.